Event description:
Litigation papers allege: pt's hip began to notice increasing pain and discomfort in her hip. By 2008, the pain and discomfort made it difficult for pt to walk. Her [physician] decided that pt needed to have her hip implant surgically removed and replaced as soon as possible. Over the next two months, pt's hip dislocated twice. On (B)(6) 2009, pt underwent yet another surgical procedure to reduce her hip back into the joint.

Manufacturer narrative:
The devices associated with this report were not returned and are presumed yet implanted. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.